Event description:
It was reported the patient had a really bad fall about two years ago and their "brain has been a little off." The patient hit their head on a paper holder. The patient was upside down for five hours in their bathroom. It was determined the patient did not have a stroke and they never could find out why the patient passed out. The patient had gone to take a shower and "must have fallen." The patient didn't remember anything about the day. The patient's pulse and blood pressure were very, very low." The fall did not affect her therapy.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).